Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient felt unwell at 8:00pm and had a blood glucose level of 27.9 mg/dl (502.2 mg/dl). The patient's mother programmed four correction boluses and set the temporary basal rate to 250%. She also changed the infusion set on the infusion device. Her blood glucose level lowered to 14 mmol/l (252 mg/dl) at 10:30pm and the patient went to bed. At 3:30am the patient was vomiting and her blood glucose level was 14 mmol/l (252 mg/dl). The patient was taken to the hospital by ambulance. When she arrived at the hospital she had ketones of 5.5 and was put on an IV of insulin. Her blood glucose lowered to 2.6 mmol/l (46.8 mg/dl) and she was put back on the infusion device about half an hour later. Her blood glucose level immediately began to rise and so her temporary basal rate was set to 200%. Her blood glucose level rose to over 20 mmol/l (360 mg/dl) and she had ketones of 1.9. The patient was put back on an IV of insulin. The mother requested to have the infusion device replaced. The patient was diagnosed with diabetic ketoacidosis. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.